Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. The fiber was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The tip and fiber were intact with no visible damage. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, the surgeon noticed a color difference and tactile roughness about 10 inches from the tip of the fiber. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: follow-up did not include corrected aware date. Aware date is (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned catheter resulted in no failure being found through visual/physical examination. The tip and fiber are intact with no visible damage. If information is provided in the future, a supplemental report will be issued.